Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade was noted in the middle of carto case. The patient required a pericardiocentesis. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Additional information was received on the event. An irrigated catheter was used in the event, the flow setting for smarttouch sf was 8ml/h < 30 w, 15 ml/h > 30w. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, the parameters for stability used were 3mm, 3s, 25%, 3 size. There was no additional filter used with the visitag. Fti color option was used prospectively.